Manufacturer narrative:
Device investigation narrative - one 5.5mm healicoil rg sa assembly was returned for evaluation. Visual assessment of the device showed the anchor is cracked confirming the reported complaint. Distal to the thread breakage, the threads are deformed. The distal end of the anchor is also bent. There is human matter on the anchor and inserter. Anchor appears to have impacted something causing the observed damage. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the device was cracked. A backup device was available to complete the procedure following a short delay of less than 30 minutes. No patient impact was reported.